Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 10 atm. It was further reported that the balloon allegedly had detachment issues and had a hard time deflating the balloon and had to numb another of the patient's arm and use a micro puncture needle to puncture the balloon to help deflate it and get it outside of the sheath. Furthermore, the balloon was allegedly difficult to be removed from the patient. Reportedly, the balloon was deflated and removed first, followed by removal of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess dilatation catheter received for evaluation. During visual analysis no anomalies could be observed. In functional testing an inhouse inflation device was used to inflate the balloon and could identified water leak near to the distal tip of balloon. Further the balloon underwent through the microscopic analysis and a compound rupture could identified. No other testing was performed. Based on the return sample microscopic analysis a compound rupture could be identified and no evidence of balloon removal difficulty could noted in the returned sample due to condition of device. Therefore the investigation was confirmed for the reported balloon rupture and inconclusive for balloon removal difficulty issues. A definitive root cause for the reported balloon rupture and balloon removal difficulty issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 10 atm. It was further reported that the balloon allegedly had a hard time deflating the balloon and had to numb another of the patient's arm and use a micro puncture needle to puncture the balloon to help deflate it and get it outside of the sheath. Furthermore, the balloon was allegedly difficult to be removed from the patient. Reportedly, the balloon was deflated and removed first, followed by removal of the sheath. There was no reported patient injury.